Event description:
The screws were allegedly stripped and the unit could not be assembled. This was an out of box issue on a brand new unit. No consumer involved.

Manufacturer narrative:
RMA (B)(4) has been issued for the return of this device. The consumer with model 65650 rollator serial number (B)(4) was provided users instructions part number 1148077 rev g (jun-10). It is unknown if the consumer fully read and understands the user manual. The following warning is provided on page 1: "warning - do not use this product or any available optional equipment without first completely reading and understanding these instructions and any additional instructional material such as owner's manuals, service manuals or instruction sheets supplied with this product or optional equipment. If you are unable to understand the warnings, cautions or instructions, contact a healthcare professional, dealer or technical personnel before attempting to use this equipment - otherwise, injury or damage may occur." The following warning is provided and states: "after installation and before use, ensure that all attaching hardware is tightened securely." The stripped bolts would not allow for a tightly secure device. Therefore, it was quarantined and invacare was notified by the dealer. There was no consumer involvement. This MDR was filed as a precaution in case the device had made it to the field.